Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3932785 and product code 810081. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and the mesh was implanted. Post-op, the patient experienced repetitive vaginitis with vaginal burning, vaginal pain and severe intestinal problem following pain. The colposcopy was performed for irritable colon which never occurred before. The patient was taking antibiotics for intestinal problem and had the allergic reaction to them with swelling of tongue and face. As reported, the patient never had an allergic reaction to any drug before. The patient underwent 8 weeks of therapy with nutritionists due to pain, eczema which never occurred before. It was also reported by the patient that the body reacted to everything since the 1st surgery.